Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unknown), but that the device would not discharge. The staff changed the battery, and then successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.